Manufacturer narrative:
Batch review performed on 01 july 2020 lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 01 july 2020 liner: mpact 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot. 1907477. Lot 1907477: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month after primary. The surgery was completed successfully.